Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an unknown odor and adverse reaction due to exposure to the masks contained in the catheter kits is inconclusive. The product returned for evaluation was seven sealed catheter kits. These kits were returned for 3 bd complaint files. It is unclear which samples correspond to which complaints, so the samples were analyzed together, with results recorded in each complaint record. The three complaints addressed in this investigation involved reports of an unidentified odor and adverse reactions experienced by clinicians following exposure to the masks contained within the kits. Due to the potential risk of exposure, the sealed kits were not opened at the bd slc site but were forwarded to a third party for chemical analysis. Three additional sealed kits were also provided as control samples for comparative analysis. Two samples were tested from each sample population (test and control). Testing included removing a portion of the face masks, including the fabric, foam cushion, metal nose clip, and ear-loop string, and sealing those fragments in headspace vials. The samples were analyzed using headspace-gcms following incubation at 100º c. Testing revealed that ethanol and isopropanol were present significant quantities in the test samples, but only trace quantities were observed in the control samples. Additional solvents and aromatic compounds were observed in both the test and control samples. Ethanol and isopropanol are commonly used solvents and disinfectants in clinical settings and are unlikely to be the source of the reported events. No singular compound or set of compounds were identified that could be conclusively linked the reports of mask odors or clinician reactions. It is unknown; however, if the returned test masks were identical in chemical composition to masks implicated in the submitted reports. Consequently, this complaint is inconclusive at this time.

Event description:
It was reported that team member had issues with allergic system after utilizing the pink mask in kit. Sore throat, shortness of breath, and hospitalized. On (B)(6), 2024, when employee put on the mask, they reported an immediate ¿sore throat feeling¿ and noticed a ¿funny smell¿ to the mask. By the time the employee went home, the throat pain worsened and they also reported chest pain and shortness of breath. The employee was diagnosed with pneumonitis that was related the mask and the treating physician told the employee the diagnosis was pneumonitis related to a chemical inhalation. The employee was treated with tylenol and ibuprofen for pain on (B)(6) 2024. On (B)(6),2024, the employee was also seen for a run of atrial fibrillation with palpitations that the emergency room physician felt was also related to the chemical injury to her lungs. The employee was discharged home without needing further treatment beyond diagnostics. The employee went back to the emergency room for the third time on (B)(6) 2024 and was admitted due to continuing to have palpitations and near-syncopal episodes. The physician ordered an echocardiogram and EKG, and drew lab work. Inflammatory markers were elevated in the lab work. The employee stabilized and was sent home. The employee was treated with prednisone. There were no environmental factors found that may have contributed to the reaction. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.